Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the device was no longer functioning due to lost efficacy over the years. The aus was removed and replaced. There were no patient complication reported.